Event description:
It was reported that the patient suffering from pacemaker syndrome presented in the clinic for a device follow up. It was noted that the pacemaker was in backup mode. The device download was performed successfully. The patient was stable during and post event.